Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of a right ventricular lead, the pacing lead impedance was high, out of range. The physician exchanged and implanted another lead. There were no patient issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.